Event description:
Initial result for a patient co2 was 50.0. When repeated, the result was 16.0. The incorrect result was not reported. The field service representative found the channel was contaminated and repaired the instrument by disinfecting the channel.